Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patients were not crossing from epic to pyxis. A technical support specialist confirmed customer requested case closure. It identified the interface from epic to pyxis was down. Restarted the interface and messages began crossing. Information was successfully moving from epic to pyxis. The system functioned as intended after the customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, patients were not crossing from epic to pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.